Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) and side branch stenosis occurred. (B)(6) 2013, patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 85% stenosis and was 30 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 32 mm study stent with 0% residual stenosis. Target lesion #2 was located in the distal right coronary artery (rca) with 80% stenosis and was 9 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent with 0% residual stenosis. Baseline core lab angiography revealed 10% side branch stenosis in 1st diagonal. Post procedure angiography revealed 80% branch percent stenosis in 1st diagonal. Post index procedure, the patient developed mi. Cardiac enzymes were noted to be elevated consistent with universal definition of mi. No action taken regarding the event. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).